Manufacturer narrative:
Concomitant medical products: product ID: 3057, serial# unknown, product type: screening device. Information references the main component of the system. Other relevant device(s) are: product ID: 3057, serial/lot #: unknown, ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. It was reported that the patient was feeling pain on their left side the day before the report, but it had subsided. The patient also noted that they were not feeling any more bloating or pressure. It was noted that the trial began on (B)(6) 2018. On (B)(6) 2018 the patient reported their left lead had been pulled out a bit and was no longer working. On (B)(6) 2018 the patient reported that when trying to increase stimulation, they received the error message that there were no leads attached to the ens. The patient tried to restart the device and still received the error message. The patient was advised to contact their clinician. No further complications were reported.